Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a tamponade was detected. Pericardiocentesis yielded an unspecified amount of fluid. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors observed on any bwi equipment during the procedure.